Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box data showed multiple unexplained pump reboots on (B)(4) 2018. During a visual inspection of the pump, the battery compartment was observed to be cracked below the grip pad and battery cap¿s threads are stripped; the returned battery cap¿s threads were stripped. The cap was unable to fit to maintain electrical connection. There was no evidence of moisture contamination inside battery compartment. A test battery cap fit securely to maintain electrical connection. Using the test battery cap, the pump was exercised for 24 hours with no power interruptions occurring. The complaint of a power issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 378 mg/dl without any other symptoms. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reported blood glucose level does not meet animas¿ criteria for a reportable adverse event; no adverse event is being reported associated with this complaint. The reporter alleged that the pump lost power while the patient was sleeping. The reporter stated that the patient had been unable to remove the battery cap from the pump in order to change the battery, leading to the pump losing power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.